Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient damaged tubing during dwell two of three of peritoneal dialysis therapy. The patient had fallen out of bed onto their supply line. The tubing was damaged and leaking fluid. Proper procedures were reviewed per user manual. The technical service representative assisted the caregiver with ending therapy and starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.